Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, erosion, unspecified urinary problems, recurrence, dyspareunia, infection, unspecified bowel problems, prolapsed uterus/bladder prolapse (prolapse), urinary urgency, stress urinary incontinence, nocturia, pelvic pressure, pelvic mass, rectocele/enterocele (prolapse), uterovaginal prolapse, mesh extrusion, scarring, suture line dehiscence/vaginal mucosa separation , urinary frequency, vaginal infection, vaginal discharge/foul smelling vaginal odor, rectocele/enterocele (prolapse), urethral hypermobility, vaginal mesh exposure, inflammation of genitourinary device, blood loss, trabeculations, fibers protruding through vaginal mucosa/exposure of implanted vaginal mesh into the vagina (foreign body in patient), overactive bladder, bladder leaking, urinary loss of control, palpable suture, hyperactivity of the bladder, bulge, pressure, dizziness, ulceration, palpable mesh, redundant vaginal tissue, incomplete emptying of bladder, urge incontinence, mixed incontinence, pelvic pressure/heaviness, stents to pass stool, vaginal atrophy, enlarged introitus, vaginal wall relaxation, postmenopausal atrophic vaginitis, pelvic muscle wasting, pelvic pain, vaginal pain, abdominal pain, vaginal scar tissue, yeast infections (fungal infections), urinary retention, leakage, emotional changes, mesh extrusion, vaginal infection, and required nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal odor with discharge (treated with flagyl and levaquin), area of separation at incision with visualized mesh, premarin cream, four in-office excisions of exposed mesh, wears pad, grade two rectocele, kegel exercises, mild bladder trabeculation, low bladder capacity, silver nitrate applications to area of exposed mesh, friable vaginal tissue, good apical and anterior wall support, numbness over left anterior aspect of thigh, vaginal wall prolapse, vaginal enterocele, pelvic muscle wasting, anxiety, surgery for posterior colporrhaphy with enterocele repair, sling implant of altis, removal and revision of avaulta mesh in 2014 with findings that included a 0.3 x 1-cm strip of vaginal mesh exposure, diagnostic cystoscopy and suture material palpable on anterior wall at site of mesh erosion repair.